Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, newly opened implanted port needles showed leakage at the connection between the extension tubing and the needle wing during infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the infusion set is confirmed and was determined to be related to the manufacture of the device. One 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed little saline use residues throughout the returned infusion set. A functional test of infusing water into the infusion set using a 12 ml syringe revealed a leak at the tubing/needle housing joint. A microscopic observation revealed the tubing of the device was partially coming out of the needle housing. A uv light was used to identify missing adhesive along the tubing/needle housing interface. This failure was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.